Event description:
The pacing system was implanted on (B)(6) 2019, since the patient suffered from an av block. The patient suffered from renal failure, leading to a heart failure, and attended dialysis since 2020. In addition, the patient suffered from diabetes mellitus, hypertension, moderate aortic stenosis. Reportedly, the patient was urgently transported to the hospital on (B)(6) 2021. Ten (10) external shocks at 270 joules were delivered to the patient directly above the pacemaker. After the shock therapy delivery, it was impossible to interrogate the pacemaker. The patient died. According to the physician, the patient died because of the vt/vf.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019, since the patient suffered from an av block. The patient suffered from renal failure, leading to a heart failure, and attended dialysis since 2020. In addition, the patient suffered from diabetes mellitus, hypertension, moderate aortic stenosis. Reportedly, the patient was urgently transported to the hospital on (B)(6) 2021. Ten (10) external shocks at 270 joules were delivered to the patient directly above the pacemaker. After the shock therapy delivery, it was impossible to interrogate the pacemaker. The patient died. According to the physician, the patient died because of the vt/vf.